Event description:
It was reported by a medical professional that a vns patient was deceased. The cause of death and date of death are unknown to-date. Additional relevant information has not been received to-date.